Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer had a system connecting message at the robot and nu universal surgical manipulator (usm) leds were lit. The customer power cycled the entire system and they received the same system connecting message at the robot and no usm leds were lit. The customer epo'd the robot and disconnected the blue fiber cable to the robot and the robot was able to power up in stand-alone with no errors and the usm leds were lit. The customer cycled the breakers on the rest of the system and connected the blue fiber to the robot that was already powered on. The rest of the system powered on as expected, but they received the message "system connecting" at the robot. No error logs have come through. The customer completely power cycled and epo'd again but they were still getting a "system connecting" message at the robot when the system powers on. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for evaluation, and the reported issue of "system connecting message at the robot" was confirmed and replicated. The field service engineer (fse) confirmed that the issue occurred in the field. The central control computer (ccc) was visually inspected, and no issues were found. The unit was installed on a known good in-house system, but the vision side cart (vsc) monitor could not display fully on the screen. The vsc touch display showed an "insufflator disabled" message. The vsc could not complete the power-on sequence, and the power button kept flashing blue. Additionally, it was unable to connect to the robot cart. The unit was taken to a programming station, where it was confirmed to be bricked. As a result of these findings, the root cause was determined to be a bricked ccc. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.